Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in an endometrial ablation procedure performed on (B)(6) 2013. According to the complainant during ablation phase of the procedure, the patient coughed and pushed the sheath out causing patient burns. The burns were noticed at the end of the procedure and was treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.